Event description:
Procedure was an i125 prostate brachytherapy implant. Submitted via a voluntary medwatch report. Facility states that the initial post-implant CT scan identified multiple seeds to have migrated inferiorily out of the prostate, and into the penile bulb. At the 6-week post implant scan, further migration found seeds lodged within the shaft of the penis within the corpora sponglosum. The medwatch report indicated the pt had agreed with recommendation for subsequent implantation to cover the under-dosed area, but no further details were provided. MFR confirmed pt ID and verified secondary implant occurred (B)(6) 2013 (31 seeds at .209 mci). No further information was provided.

Manufacturer narrative:
(B)(4). The stranded seeds are intended to provide radiation therapy. The seed strands are manually applied to the target tissue by the treating physician. There was no device malfunction. Voluntary medwatch report #(B)(4).